Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. The reporter alleged that the pump vibratory alarms were functioning intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2014 with the following findings: during testing, the pump booted to the ¿verify¿ screen with vibrations functional. A warning was reproduced for testing purposes with sound features set to vibrate. The pump emitted the appropriate vibration warning. The intermittent vibration issue was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.